Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that single user was unable to login into multiple station. A technical support specialist (tss) verified the user profile and confirmed there were no alerts; the account was neither locked nor inactive. As the customer did not specify the affected stations, tss advised contacting information technology (it) helpdesk to reset the password. Then tss proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations were unable to authenticate user logins. The customer reported that users were unable to log in to any station. Rebooting the stations and attempting to re-sign in did not resolve the issue, and authentication failures persisted across all affected stations. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.